Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first firing on a laparoscopic sleeve gastrectomy, the device was not able to continue firing after the few first pins of the reload has been deployed. The surgeon replaced the products to complete the case. There was no patient injury.